Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had poor air/water supply. There was only dripping water. The customer reported that this device previously had a clogged nozzle and is speculating that its another clogged nozzle. The customer put in countermeasures since the previous occurrence. There was no report of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The olympus service center observed no abnormality was found in the air/water supply function. There was no clogging such as foreign matter was found in the nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to foreign material was clogged temporarily inside the nozzle therefore, it is difficult to further analyze with the actual device. However, the root cause of the reported event is unable to be determined. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.